Manufacturer narrative:
An event of valve explant due to valve insufficiency and a leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 25mm trifecta valve was implanted. In 2018, the patient presented orthopnea and pleural effusions. On (B)(6) 2018, the valve was explanted due to valve insufficiency and moderately reduce left ventricle function. The device was replaced with a 25mm perimount valve. A tear was observed on the non coronary cusp. The patient was reported to be stable. No additional information is provided.